Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2006. Patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007. Patient experienced pain. Patient will be having the left asr hip explanted on or about (B)(6) 2011, but has not yet scheduled an explantation of the right asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) forms, implant stickers and medical records received which identified part/lot information and date of implant. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Update rec¿d (B)(6) 2015 - medical records received. Patient was revised to address left hip pain, a pseudotumor and elevated metal ion levels. Upon revision, trunnionosis, black debris, acetabular cup loosening, adverse local tissue reaction and clear tannish fluid were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007. Patient experienced pain. Patient will be having the left asr hip explanted on or about (B)(6) 2011, but has not yet scheduled an explantation of the right asr hip implant. Update (B)(4) 2011: plaintiff's preliminary disclosure (ppd) forms, implant stickers and medical records received which identified part/lot information and date of implant. Complaint file and products updated, femoral heads added, MDR decision trees completed and the appropriate mdrs filed. The documents have been attached to the file. There is no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2015 - medical records received. Patient was revised to address left hip pain, a pseudotumor and elevated metal ion levels. Upon revision, trunnionosis, black debris, acetabular cup loosening, adverse local tissue reaction and clear tannish fluid were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2015.